Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer reported the implantable neurostimulator (ins) turned off from time to time. The device had turned off around five times in the last month. This had also occurred several times previously. A manufacturing representative met with the patient on (B)(6) 2015 and confirmed there were activation counts and traces indicating the ins actually turned off. There were seven counts for the left ins and one count for the right ins. Impedances were measured to be within normal range. The first incident occurred last year. The patient had a fall around (B)(6) 2015 and they had several CT scans done. The incidents of the device turning off increased around (B)(6) 2015. The hcp thought the cause may be electromagnetic interference. The only recent household apparatuses changed by the patient were a wifi router near the patient's bed and an ipad. The patient's health care provider (hcp) advised the patient to keep a safe distance from equipment, which could cause the problem reported by the patient. The manufacturing representative reset the activations and planned to check the devices again at an appointment on (B)(6) 2015. Refer to manufacturer report #9614453-2015-02672.